Event description:
It was reported that both of this non-boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited noise. Upon review, it was noted that the cardiac re-synchronization therapy defibrillator (crt-d) displayed high out-of-range shock impedance measurements on the left ventricular (lv) lead due to the lv lead being chronically fractured. Which led to noise on both ra and rv leads. Isometric testing was performed and it was noted that the noise on the rv lead was oversensed. Re-programming efforts were performed and troubleshooting options were discussed and recommended. At this time, the crt-d system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).